Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the pt was admitted and was experiencing pump thrombosis and is currently listed as 1a on the heart transplant list. The pt is failing outpatient and or oral anticoagulation regimen. He was admitted to (B)(6) 2014 with elevated hemolytic markers and concerns for pump thrombosis. He subsequently developed congestive heart failure (chf) symptoms and was initiated on milrinone and he had echocardiogram and ramp protocol. Suggestive of pump thrombosis with aortic valve opening 1:1 and low vtis across the pulmonic valve. The pt underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.